Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-03208 addresses the other device. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy performed on (B)(6), 2011. According to the complainant, after grasping tissue, the clip was deployed, but it would not release from the delivery catheter. The clip was pulled off the mucosa and removed with the delivery catheter. A second clip was used, but the same issue recurred; the clip would not release and had to be pulled off the mucosa. No tissue damage or increased bleeding resulted from either event. The procedure was completed with a third resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The patient's age is unknown however, it has been reported that the patient is over 18 years old. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the clip assembly was half deployed, as the yoke remained attached to the control wire, and was not returned with the device. Functionally, the yoke was actuated and deployed. Additionally, it was noticed that there was a kink in the control wire. The reported event of 'clip failed to release from catheter' was not able to be confirmed due to the clip assembly not being returned. However, the failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-03208 addresses the other device. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy performed on (B)(6), 2011. According to the complainant, after grasping tissue, the clip was deployed, but it would not release from the delivery catheter. The clip was pulled off the mucosa and removed with the delivery catheter. A second clip was used, but the same issue recurred; the clip would not release and had to be pulled off the mucosa. No tissue damage or increased bleeding resulted from either event. The procedure was completed with a third resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.